Manufacturer narrative:
Follow-up # 1 ¿ (08/21/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/15/2013 and 8/12/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results of "9.6 mmol/l" with the subject meter and "5.7 and 4.0 mmol/l" with another meter, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.